Manufacturer narrative:
MDR-3009897021-2019-00376_111905-iss submitted on 05-dec-2019 noted the following: b5 describe event or problem: on 23-jun-2019, the following information was reported to kci by the patient's wife. H10 additional manufacturer narrative: based on the information provided, it cannot be determined that the alleged bone being felt is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on information provided on (B)(6) 2019, there was no indication of exposed or palpable bone noted in the wound bed. The patient would be periodically placed on hold for serial debridement and resumed v.a.c.® therapy. Corrections: b5 describe event or problem: on (B)(6) 2019, the following information was reported to kci by the patient's wife. H10 additional manufacturer narrative: based on the information provided, it cannot be determined that the alleged bone being felt is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on information provided on (B)(6) 2019, there was no indication of exposed or palpable bone noted in the wound bed. The patient would be periodically placed on hold for serial debridement and resumed v.a.c.® therapy. Based on the information provided, it cannot be determined that the alleged bone being felt is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on information provided on (B)(6) 2019, there was no indication of exposed or palpable bone noted in the wound bed. The patient would be periodically placed on hold for serial debridement and resumed v.a.c.® therapy.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient's wife: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended as the nurse allegedly packed the v.a.c.® dressing too much and now bone can be felt.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bone being felt is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on information provided on 23-jul-2019, there was no indication of exposed or palpable bone noted in the wound bed. The patient would be periodically placed on hold for serial debridement and resumed v.a.c.® therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 23-jun-2019, the following information was reported to kci by the patient's wife: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended as the nurse allegedly packed the v.a.c.® dressing too much and now bone can be felt. Per review of kci records provided on 22-jul-2019, the nurse noted there was no indication of exposed or palpable bone noted in the wound bed. Patient would be periodically placed on hold for serial debridement and resumed v.a.c.® therapy. On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® dressing type and identifier was not provided and the product was not returned, therefore a device history review and device evaluation could not be performed.